Event description:
It was reported that the remote transmission showed ventricular tachycardia and therapy. There was an episodes that showed two cycles that are faster than the ventricular tachycardia rate. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.